Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/03/2013 with the following findings: investigation revealed that there was moisture in pump. There was a leak due to cracked pump case. There was a damaged pump case. Evaluation revealed that there was a torn keypad at the down and ok keys. The display lens was found to be scratched.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump had gone blank after being exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.